Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for a single low impedance measurement. In clinic, electrical values were normal. The vibratory alert was disabled and the patient would be monitored. No patient was symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.